Event description:
Reportedly, during a patient follow-up, the pacemaker was found in back up pacing mode. The patient does not remember being close to an electrical source which may have caused this, nor that the programming change. The patient was reprogrammed back to original settings and these settings were confirmed when later checked. Preliminary analysis revealed that the device switched in nominal mode following an (unintended) user action. No issue is suspected on the subject device.

Manufacturer narrative:
D3: and g1: (contact information): updated. B3: (event date) : corrected.

Event description:
Reportedly, during a patient follow-up, the pacemaker was found in back up pacing mode. The patient does not remember being close to an electrical source which may have caused this, nor that the programming change. The patient was reprogrammed back to original settings and these settings were confirmed when later checked. Preliminary analysis revealed that the device switched in nominal mode following an (unintended) user action. No issue is suspected on the subject device.